Event description:
While vacationing in (B)(4), subsequent to driving from (B)(4) and not taking her lasix for 3 days, developed dyspnea and pump alarms, low flow, to ER ((B)(4)) dx (acute heart failure), given IV lasix and transfer to (B)(6), now fx dl wire.